Manufacturer narrative:
Date of initial report : 2017-03-14, date of follow-up report : 2017-05-04. One lf1537 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported the device was difficult to close or open, and device produced partial seal. The reported conditions were not confirmed. The investigation found that the jaws of the device opened and closed properly when the latch was retracted and released. Functional testing was also performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device were sticking and difficult to open. The customer also reported the device did not seem to be coagulating well. No patient injury was reported, and another device was opened to continue the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.